Manufacturer narrative:
(B)(4). Evaluation summary: the device returned for analysis. The reported difficult to position (sleeve steering issue) was not confirmed during return device analysis. However, visual inspection identified cracked lock lever shaft. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty positioning (sleeve steering issue) and observed bend (actuator mandrel) in this incident could not be determined. The observed cracked lock lever shaft may be related to a potential product quality issue. This issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional mitraclip clip delivery system referenced is filed under a separate medwatch report.

Event description:
This report is filed as irregular steering was noted during cds0601-xtr 80724u229 use. It was reported that the patient presented with degenerative mitral regurgitation (mr) grade 4+. The clip delivery system (cds0601-xtr 80724u229) advanced to the left atrium without issues. The cds was placed in straddle position per instruction for use (IFU) and while using the m-knob to steer the sleeve downward, irregular steering was noted. The sleeve was straightened and the cds with un-deployed clip were removed from the anatomy without issues. Another cds (cds0601-xtr 80724u239) was successfully used in replacement, implanting the mitraclip and reducing the mr to grade 1+. Post deployment, the mitraclip appeared to slightly open more than usual. The clip remained well attached to both leaflets. There was no injury noted and no intervention was performed due to this issue. There were no adverse patient effects and there was no reported clinically significant delay. No additional information was provided regarding this issue.